Event description:
This device triggered eri via hm. The device remains implanted at this time.

Manufacturer narrative:
The ICD was received for analysis. The device history record was inspected, documenting that the device performed as expected during the device manufacturing. Upon receipt, the device interrogation revealed the battery status eos, detected on (B)(6) 2018, the day the device was explanted. The device was implanted for 50 months and 19 charging cycles were recorded to the device memory. Subsequently, the current consumption of the ICD was analyzed and found to be normal and as expected. However, an inconsistency between current consumption and battery voltage was noted. Therefore, the ICD was opened and the inner assembly was inspected. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed a depleted battery. In a next step, the electronic module was attached to an external power supply and the eos status was removed with a technical programmer to check the functionality of the electronic module. There was no indication of a malfunction, particularly all therapy functions were available and worked as expected. The current consumption was directly measured and proved to be normal. The battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated to this battery. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed an elevated heat dissipation. In a next step, the battery was opened for destructive analysis. During the inspection of the inner assembly of the battery a short circuit was identified, which led to an elevated internal self-depletion within the battery and therefore contributed to the clinical observation. In conclusion, an elevated internal self-depletion within the battery was found to be the root cause of the clinical observation.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore only based on the returned device data as well as the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing. In a next step, the returned device data was inspected. During the inspection the clinical observation could be confirmed. Further analysis revealed an unexpected battery behavior, which led to the clinical observation. Based on the data available for analysis the root cause for that behavior was not determinable and can only be clarified by an analysis of the device itself. However, it cannot be excluded that this occurrence resulted from a defective component, which may compromise the ability of the device to deliver therapy. Therefore and in order to exclude any potential harm for the patient we would like to recommend to replace the device and to return it for analysis to biotronik. Of course, individual circumstances and medical judgment determine decisions about patient care and the frequency of follow-up sessions. The above recommendation is based on a purely technical assessment. Should further relevant information or the device itself become available this investigation will be updated.